Manufacturer narrative:
Batch review performed on 31 october 2023. Lot 2245578: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-dec-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 20 days after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.